Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown helical blade/unknown lot number. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon removed a trochanteric fixation nail (tfn)from the patient's left femur. The nail was removed due to irritation of the patient's ileo tibial (it) band caused by the helical blade. The nail, helical blade, and locking screw were all removed successfully. There was no surgical delay reported. The fracture was healed and no additional surgery was required. This report is 1 of 1 for (B)(4).